Event description:
It was observed that during the device evaluation, the colonovideoscope had a white foreign material at air-water channel, channel, c-cover, light guide lens and connecting tube, and had no illumination. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no illumination was traced to breakage of light guide bundle. However, the most probable cause of the foreign material at air-water channel, channel, c-cover, light guide lens and connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.